Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they got a voicemail from their clinic stating that the patient's cardiac resynchronization therapy defibrillator (crt-d) was not working. The crt-d remains in use. No patient complications have been reported as a result of this event.